Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of ten for the same event. Reports two through ten are reported on MFR #:0001032347-2016-00705 through 0001032347-2016-00713.

Event description:
The patient reported she would receive a temporomandibular joint (tmj) implant revision as the implant has shifted and needs to be re-positioned.